Event description:
Using this product as directed, caused a burning and swelling to my inside ankle, which caused me to be not able to walk on my right leg, having to go to a hosp emergency; there the dr on call, prescribed blood work and x-ray. I was prescribed pain medication and antibiotic. The product I used from icy hot, was the cream. Dose or amount: used generously, frequency: 2 times a day, route: top. Dates of use: 2008. Diagnosis or reason for use: arthritis. Event abated after use stopped or dose reduced? Yes.